Event description:
The facility reported a colleague infusion pump malfunction of a cracked display and bent front case. There was no report of when this condition occurred. It was reported to have occurred in the progressive care unit department. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version for this device is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. The reported condition was confirmed in the event history log review. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display and bent front case was confirmed during product evaluation by baxter service personnel. The cause of this condition was not identified and was returned unrepaired. The user interface module software version for this device is colleague 2006 (6.13.90).